Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 event was originally reported for this failure mode during the reporting quarter. - 1 previously reported event was included under MFR report # 0001811755-2020-01829 but should be included under this report. - 2 reported events are included in this follow-up record. Product return status 2 devices were received.

Event description:
This report summarizes 2 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device experienced a fail-safe problem that could result in unintended activation. 1 event had no patient involvement; no patient impact.